Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced discomfort at the implantable neurostimulator (ins) site. The ins was removed and a replacement device implanted in another location.